Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced that day a blood glucose of 459mg/dl, with disorientation, associated with an alleged inaccurate delivery issue. The patient received unspecified treatment from their healthcare provider. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01-jun-2018 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.